Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend had an exposed blade. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip ring. The instrument was placed on an in-house system and failed initialization test as a result of jaws not closing. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. The instrument was found to have a dislodged retaining ring. The retaining ring was found dislodged from its normal position and stuck onto the magnet inside the housing. This causes the grip tips to remain open hence failing the initialization test. There are no signs of potential fragments. The instrument failed recognition based on the log review. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s instrument logs confirmed: system serial#: (B)(6) and appendectomy procedure on (B)(6) 2024. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to the manufacturing process.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis corrected the initial investigation. Failure analysis found the primary failure of dislodged washer at the grip ring to be related to the customer reported complaint. The instrument was found to have a dislodged washer at the grip ring. The washer is loosely placed and moving freely. This causes the grip ring to move slightly up and down grip the grip drive adapter. The instrument was placed on an in-house system and passed the recognition and engagement tests, but failed initialization test based on both log review and during in-house testing. The instrument was placed on an in-house system and failed initialization tests on three out of three attempts. Review of the system logs verified two homing failures with error code 22026. This is caused by inability of the jaws to close as a result of grip ring washer being dislodged.

Event description:
Refer to h11 for follow-up information.